Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d9, h3,h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed crease smooth opening on radius assessed as fold flaw opening. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed. White particles on the surface of the shell.

Event description:
Healthcare professional report a left side rupture and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported capsular contracture baker grade IV on left side .device has been explanted and replaced.

Event description:
Healthcare professional reported left side rupture and textured to smooth due to the concerns of the product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6

Event description:
The device has been explanted and replaced.